Event description:
Patient was revised to address poly wear and ostoelysis.

Manufacturer narrative:
Patient was revised to address poly wear and osteolysis. Doi: (B)(6) 2000; dor: (B)(6) 2012 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. Scanned x-ray images were received and the polyethylene material wear can be confirmed. The clarity / quality of the images are such that it is difficult to confirm osteolysis. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update 06/22/2012- complaint was re-opened because medical records and x-rays were received. The device associated with this report was still not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Medical records and x-rays were received. It would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.